Event description:
It was reported, the pt is experiencing ineffective stimulation. Also, the pt is experiencing right-sided rib pain while stimulation is off, but is irritated by the stimulation. Reprogramming was unable to resolve the issues. X-rays were taken and revealed the lead appears to have migrated. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.